Event description:
Customer states that the device produced a result of lo with no blood applied to the strip. No action was taken based on the result. No adverse event reported. Requested return of suspect device and replacement was sent.